Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for investigation. If additional information pertinent to the incident is obtained...

Event description:
The customer's medwatch form stated that a (B)(6) year old male underwent a laparoscopic right hemicolectomy and small bowel resection on (B)(6) 2010. Intraoperatively, the ligasure 37 cm atlas did not function properly and the patient sustained bleeding. The surgery was completed. Although additional information was requested of the site, none was provided. Reference uf/importer # (B)(4).